Event description:
It was reported by the sales rep that revision surgery was required to change of right tkr insert due to infection, suspected infection cellulitis occur from the ankle. The patient has been revised on (B)(6), 2022.